Event description:
Customer reports one incident of blood leak on psn 210 dialyzer. Incident occurred at start of treatment. Blood leak was verified visually in dialysate. Blood was not returned to the patient with an estimated blood loss of 200 cc. Treatment was resumed with new disposables and completed without further incident.